Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2020 with epithelial ingrowth of the left eye post flap lift enhancement. Flap lift and rinse was performed. It was stated that the patient did experience loss of best corrected visual acuity (bcva). The patient reported blurry vision and foreign body sensation. Patient reported symptoms did not interfere with daily activities. Bcva prior to flap lift and rinse on (B)(6) 2020 was reported as: right eye distance: 20/40 (pre-op 20/20) and left eye distance: 20/cf (pre-op 20/20). Bcva from (B)(6) 2019. Right eye pre-op 20/20 -1.00 x -1.00 x 15. Left eye pre-op 20/20 -1.00 x -.25 x 40. Bcva post flap lift and rinse on (B)(6) 2020 right eye post-op 20/20 1.25 x .00 x 90 this report is for the excimer laser system. A separate report will be submitted for the intralase fs2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.